Manufacturer narrative:
(B)(4). Eval results: gi bleed. Conclusion: based on the info provided no root cause can be determined.

Event description:
Two endeavor sprint otw drug eluting stents were implanted; one to the proximal rca and one to the distal rca. Five months post index procedure the pt was admitted to (B)(6) with tarry stools and abdominal pain. Pt was reported to have a gi bleed and anemia. Pt received 2 units of ptbcs. An esophagogastroduodenoscopy found an ulcer in the antrum of the stomach. Pt recovered with treatment. Investigator reports that the event had no relation to the device/procedure but a possible relation to the drug. (MFR #9612164201100131).